Event description:
It was reported that the patient with this artificial urinary sphincter (aus)presented with recurring incontinence resulting in the need for a few pads a day. The patient is dissatisfied and will follow up with the implanting physician about their concerns. No additional information was provided.